Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 275cc mentor memorygel breast implant on the left and with 325cc mentor memorygel breast implant on the right side and was presented with generalized illness (vertigo, low grade fevers, cough that wouldn't go away with phlegm, trouble swallowing, blurry vision with contact in, tired, no energy, weight gain, unable to lose weight, dry eyes, dry skin, hair loss, joint inflammation, joint pain all over body, face swelling, night sweats, pain in the back of neck on the right side, pain in the back of head on the right side, numbness in hands bilaterally, every day around 2 o'clock gets headaches, wakes up with metallic taste in mouth, right ear sensitive to sound, depression, has days when doesn't want to do anything but cry, blood pressure has increased, pain in the breasts, burning sensation on the right after mammogram). As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).